Event description:
According to the reporter, on (B)(6) 2017, during a radical resection of esophageal carcinoma procedure, while on the esophagus, the device was unable to fire and the handle could not be squeezed. A new device was used in order to complete the case. No patient injury.